Event description:
It was reported that during an unknown procedure, there was leakage. A new device was taken and the same problem occurred. A third device was used to complete the case. No further information available. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results for the instrument confirmed that it was returned non-functional. The latch was noted to be broken and the gasket torn. Therefore, it would leak during functional testing. No conclusion could be reached as to what may have caused the damage to the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.